Event description:
The pt experienced a loss of therapeutic effect. A revision was performed on the ins pocket and lead. The lead and generator were replaced and the pt was receiving therapeutic stimulation. The explanted lead showed signs of melting of the tines. Additional info has been requested from the healthcare professional.